Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in the scrotum, penis and the groin area. The entire ipp was removed and the affected zone was irrigated with antibiotics. The patient is expected to fully recover. No additional patient information was provided.